Event description:
It was reported that a 6f angio-seal sts plus was selected for use. It was unk if a pre-deployment angiogram was performed. Post procedure, the pt was transferred to the ward and a 5cm hematoma was observed. The pt was kept under observation; however, the hematoma grew. Manual compression was applied, but hemostasis was not achieved. The next day, the pt went to surgery and the angio-seal components were removed. Upon removal, the anchor appeared deformed. Reportedly, the physician exerted too much force when he advanced the tamper tube during the procedure. No additional info is available.

Manufacturer narrative:
St jude medical will submit a f/u medwatch upon completion of the investigation.